Manufacturer narrative:
Customer called in 2008 and reported to customer technical support (cts) that they were experiencing qc issues. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) which was noted to be nearing its due date. The fse performed upper spring mod and pump maintenance. The fse verified the instrument by running a diagnostic test, carryover, and qc; all tests passed. The customer confirmed the following month, they have had no further issues with the instrument since pm was performed. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a non-reproducible elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for a single patient. A patient sample was tested for accu tni and a result above the ami cutoff was obtained. The sample was re-tested on a different instrument in the customer' s lab and a negative value was obtained. The actual results were not supplied. There is no information regarding affect to the patient, but the erroneous result was not reported out of the lab.